Manufacturer narrative:
A patient outcome issue was reported to abbott. It was determined the patient began having sensory issues in his hands shortly after new system implant. Imaging showed epidural hematoma. The hematoma was evacuated and the patient's system explanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number: 1627487-2023-03816. It was reported following a cervical implant on (B)(6) 2023 the patient broke out in an allergic rash and had a hard time breathing. Paramedics were called, and the patient was transferred to the hospital. Patient was unable to feel his hands and a CT showed an epidural hematoma. Surgical intervention took place wherein the patient¿s system was explanted. Patient¿s feeling in his hands returned.